Event description:
A patient initially enrolled in the cypress study had coronary artery in-stent restenosis approximately six months post index procedure. The patient was admitted for stable angina pectoris and positive functional test for ischemia. The patient had stable angina ii and had 99% stenosis of the mid and distal right coronary artery (mid-rca). The lesion was described as 35mm in length was anatomically complex and de novo. The reference vessel was 3.0mm in diameter. A 3.0 x 28 cypher rx stent was then implanted at the mid rca at 16atm and post-dilated as part of standard procedure. After predilation was performed with a non-cordis balloon a second 2.5 x 23 cypher rx stent was then implanted at the distal rca at 16atm and post-dilated as part of standard procedure. Post procedure stenosis was 0%. Pre procedure timi flow was 1. Post procedure timi flow was 3. The patient was discharged two days post procedure with no angina. Approximately five months post index procedure the patient experienced angina with exercise. Ptca and stenting were performed on the distal rca. The patient had positive stress test which showed worsening of coronary artery disease (cad). The patient was treated with ptca for the distal rca. Approximately six months post index procedure the patient had an angiography performed which revealed coronary artery in-stent restenosis of both cypher stents previously implanted in the mid and distal rca. Ptca with stent implantation was performed successfully in the distal rca and CABG was performed for the mid rca. At this time the patient also experienced coronary artery stenosis of the non- target proximal rca, which was treated with pci and implantation of a drug-eluting stent.

Event description:
Addendum (B)(4) 2011: (B)(6) months post index the patient had stent fracture of both stents implanted in the mid and distal rca and in-stent thrombus was noted.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00388 and 3003742446-2010-00393.

Manufacturer narrative:
During the procedure a 2.5 x 12mm balloon was used. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00388 and 3003742446-2010-00393.

Manufacturer narrative:
Information was received via the (B)(4) study that approximately five months post treatment of two lesions in the right coronary artery (rca) the patient had angina symptoms for one month with report of worsening coronary artery disease and positive stress test. Approximately six months post index procedure the patient had revascularization with ptca and stent placement for in-stent restenosis of the cypher stents in the mid and distal rca and treatment of a proximal rca lesion. It was indicated that the events resolved without sequelae. At index procedure the (B)(6) male was admitted for stable angina pectoris and positive functional test for ischemia. The patient had stable angina I. Additional medical history included angina (within past 6 weeks), ischemia (within past 6 weeks), coronary artery disease, hyperlipidemia, hypertension, smoking >30 days, lvef >50 % (normal). It was indicated that two lesions were treated, a 99% de novo stenosis of the mid and distal right rca. Both lesions 35mm in length, type b2 with pre-procedure timi flow 1. The instructions for use (IFU) outlines that the cypher stent is indicated for improving coronary luminal diameter in patients with symptomatic ischemic disease due to discrete de novo lesions of length < 30 mm. Usage other than the approved labeling may involve risks not described in the labeling. A peri-procedural loading dose of 600mg clopidogrel was administered. The reference vessel diameter (rvd) of the distal rca was 3.0. Planned pre-dilation was performed with a non-cordis 2.5x 12mm balloon at 10 atm. A 2.5x23 cypher (cxs23250/15092504) was implanted at 16 atm and was post dilated per standard procedure with a non-cordis 3.0x28mm balloon. Post procedure stenosis was 0% with a timi flow of 3. There was no dissection, no device delivery performance issues and no complications during the procedure for this lesion. The mid rca rvd was 3.0. A 3.0 x 28 cypher rx stent (cxs28300/ 15104725) was implanted without predilation at 16atm and post-dilated as part of standard procedure with a 3.5x20mm non cordis balloon. There was no dissection, no device delivery performance issues and no complications during the procedure for this lesion. A 40% residual rca distal disease was left untreated. The IFU outlines to fully cover the entire lesion and balloon treated area with the cypher stent, allowing for adequate stent coverage into healthy tissue proximal and distal to the lesion. The patient was discharged two days post procedure with no angina on unknown dose of aspirin and clopidogrel 75mg daily. It was indicated that there was no angina, no major adverse events without discontinuation of antiplatelet therapy at 30 day follow-up. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15092504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis and associated chest pain is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis include smokers and those with long lesions, bifurcations, and small vessels. Review of the information provided suggests that there are possible patient factors including medical history of smoking, coronary artery disease, hyperlipidemia, hypertension, vessel/lesion characteristics and procedural factors that may have contributed to the reported events. There is no indication of any device design or manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Event description:
Addendum (B)(4) 2011 - (B)(6) months post index the patient had stent fracture and in-stent thrombus of both stents implanted in the mid and distal rca. Post index angiogram result was excellent and showed no stent fractures at that time. On (B)(6) 2010, the patient experienced a positive stress test and was scheduled for a cath on (B)(6) 2010. On (B)(6) 2010, the patient had cath performed showed the two cypher stents implanted in the mid and distal rca to be fractured. The vessels also had thrombus present. A thrombectomy of the rca was then performed prior to stenting. Stents used included 2.5x23 mm des, 3.0x28 des, 3.5x28 mm des and a 3.5x28 des (all were promus total of 4 stents). Post dilation with quantum maverick rx 2.75x12 and 3.5x20. Ivus was performed after stenting. Integrilin and angiomax used during case. Plavix 300 mg bolus given at conclusion of case. Subject reported taking (B)(4) as required and not missing doses prior to event.

Manufacturer narrative:
Please note: has been updated accordingly to include additional information received. A patient initially enrolled in the (B)(4) study, had coronary artery stent fracture of both cypher stents implanted in the mid and distal right coronary artery approximately (B)(6) months post index procedure. In-stent thrombus was noted. At index procedure the (B)(6) male was admitted for stable angina pectoris and positive functional test for ischemia. The patient had stable angina I. Additional medical history included angina (within past (B)(6) weeks), ischemia (within past (B)(6) weeks), coronary artery disease, hyperlipidemia, hypertension, smoking >30 days, lvef >50 % (normal). It was indicated that two lesions were treated, a 99% de novo stenosis of the mid and distal right rca. Both lesions 35 mm in length, type b2 with pre-procedure timi flow 1. The instructions for use (IFU) outlines that the cypher stent is indicated for improving coronary luminal diameter in patients with symptomatic ischemic disease due to discrete de novo lesions of length < 30 mm. Usage other than the approved labeling may involve risks not described in the labeling. The reference vessel diameter (rvd) of the distal rca was 3.0 mm. Planned pre-dilation was performed with a non-cordis 2.5x 12 mm balloon at 10 atm. A 2.5x23 cypher ((B)(4) /15092504) was implanted at 16 atm and was post dilated per standard procedure with a non-cordis 3.0x28 mm balloon. Post procedure stenosis was 0% with a timi flow of 3. There was no dissection, no device delivery performance issues and no complications during the procedure for this lesion. The mid rca was 3.0 mm. A 3.0 x 28 cypher rx stent ((B)(4) / 15104725) was implanted without predilation at 16 atm and post-dilated as part of standard procedure with a 3.5x20 mm non-cordis balloon. There was no dissection, no device delivery performance issues and no complications during the procedure for this lesion. A 40% residual rca distal disease was left untreated. The IFU outlines to fully cover the entire lesion and balloon treated area with the cypher stent, allowing for adequate stent coverage into healthy tissue proximal and distal to the lesion. The patient was discharged (B)(6) days post procedure with no angina on unknown dose of aspirin and clopidogrel 75 mg daily. It was indicated that there was no angina, no major adverse events without discontinuation of antiplatelet therapy at 30 day follow-up. Approximately (B)(6) months post treatment of two lesions in the right coronary artery (rca), the patient had angina symptoms for one month, with report of worsening coronary artery disease and positive stress test. Approximately (B)(6) months post index procedure, the patient had revascularization with ptca and stent placement for in-stent restenosis of the cypher stents in the mid and distal rca and treatment of a proximal rca lesion. These events were previously reported. It was indicated that the events resolved without sequelae. Additional information indicates that the two cypher stents were fractured and thrombus was present. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104725 and lot 15092504 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thrombosis are known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3 mm and previous thrombus. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Ses fracture has been recognized as a new potential mechanism of restenosis. Review of the information provided suggests that there are possible patient, vessel and procedural factors that may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00388 and 3003742446-2010-00393.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number(s) is/are 3003742446-2010-00388 and 3003742446-2010-00393. The cec minutes of 5/18 were received on june 6 and reviewed, adjudication status-final report. The adjudication committee agrees with the assessment of target lesion -percutaneous intervention- clinically driven, this event has been captured as restenosis. Based on review from the angiographic core lab, the committee disagrees with stent thrombosis per arc and protocol definition. As there was no evidence of stent thrombosis per the core lab, the code of stent thrombosis will be removed and unreported.

Manufacturer narrative:
Correction: please note that the stent fracture was noted to be in the proximal to the overlap zone in the 3.0x28mm cypher stent. Thus the code for fracture has been removed form this 2.5x23mm cypher stent.